Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving fentanyl via an implantable pump. On (B)(6) 2022, it was reported that the patient's pump had a motor stall that occurred on (B)(6) 2022. The pump motor had not recovered by the time of the report. It was confirmed that the patient had not had a recent MRI nor were they experiencing any symptoms. The hcp opted to discontinue therapy and permanently shut down the pump. No further complications were reported.